Event description:
It was reported that during use of the product, the spring wire separated and a piece remained in the patient. A surgical procedure was required to remove it. There were no patient complications.